Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was 206mg/dl at the time of incident. Troubleshooting found that the drive support cap was flush to the device and not recessed into the unit. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.

Manufacturer narrative:
The pump was received with a loose/protruded drive support disk, a cracked case at the display window corners and a broken reservoir tube lip. The pump alarmed compromised force sensor system during the prime test due to a loose/protruded drive support disk. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion test and no delivery test due to the compromised force sensor system alarm.